Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damage due to customer returning it opened/used. Found whole with no broken parts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the cannula is broken. The customer stated that it was worn for 48 hours only because of the sensor alarm.